Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsr's from a database extraction containing a collection of data from 10/1997 to 07/2010. The benefit risk profile of the product is not altered by this report.

Event description:
Synovitis. Case description: spontaneous case was received on (B)(6) 2013 from a physician database extraction regarding a female pt (age not provided), initials unk with osteoarthritis (grade 2; no prior effusion). This case belongs to a batch of icsr's from a company purchased database containing a collection of data from 10/1997 to 07/2010. The pt's medical history was significant for previous use of synvisc, five courses (it was reported that the age of the pt at the time of five courses was (B)(6)). On (B)(6) 2010, the pt initiated treatment with intra-articular synvisc (hylan g-f 20) injection, in right knee (course not specified) and sixth course of first synvisc injection of left knee (dosage regimen not provided for both courses). The lot number for synvisc was not provided. On (B)(6) 2010, the pt experienced synovitis in both knees for which the pt was treated with intra-muscular depo-medrol (methylprednisolone acetate). The action taken with synvisc was not provided. On (B)(6) 2010 (after 48 hours), the pt recovered from the event of synovitis in left knee. The pt's outcome for the event of synovitis of right knee was not provided. Concomitant medications were not provided. The intensity for the event of synovitis of both knees was assessed as mild. The reporting physician assessed the relationship between synvisc and the event of synovitis of both knees as definitely related. Follow-up information was received on (B)(6) 2013, and the pt initials were reported as (B)(6).